Event description:
It was reported that the user, new to the ilet system, experienced hyperglycemia after eating, with a reported blood glucose of 325 mg/dl; the device was operating without alerts or alarms, and troubleshooting and user education were provided during the call. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included telephone-based troubleshooting, user education on device use, and review of device status. Investigation of this case revealed no device malfunction or component failure, and the event was consistent with early learning and adaptation of the ilet algorithm in a new user following a recent meal. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.